Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio flex meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began around 10 pm on (B)(6) 2018. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿2.6 mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that manages his diabetes with a combination of medications including ¿sijar, metformin and levemir¿, and that he made no changes to his normal diabetes regimen, in response to the alleged high result. The patient reported that about 10 minutes after the alleged issue began, he developed symptoms of ¿weak and sweaty¿ which he self -treated with some apple juice and guava paste. The patient denied using any other device to test his blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had not been stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.